Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice device. It was not reported if the patient was hospitalized prior to death. The cause of death was reported to be cardiac failure. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history record was performed which did not reveal any issues related to the reported issue. Internal and external visual inspections were performed and found no issues. The device passed electrical and functional testing. There were no failures or malfunction identified that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up will be submitted.